Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The patient indicated that the pocket had eroded, forming a hole that made the patient's pacemaker visible externally. The physician explanted and replaced the pacemaker. The pocket was relocated to a more medial position. The patient was stable.